Event description:
New information received provides the reporter contact information.

Event description:
It was reported that the patient presented for a follow up. Review of stored electrograms (egms) revealed that the patient's implantable cardioverter defibrillator (icds) showed under-sensing of atrial fibrillation. The device was reprogrammed. The patient was stable.